Event description:
Info received indicates the left siderail will not latch.

Manufacturer narrative:
The facility found the siderail frame was bent which prevented the siderail from latching. The facility straightened the frame to repair the bed.